Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient did not calibrate after the inaccuracy and the patient used an alternate blood glucose test site. Additionally, it was reported that the patient used cgm while on dialysis against user guide recommendations. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. Labeling indicates: the dexcom system was not evaluated for the following persons: persons on dialysis.